Event description:
Patient was admitted to the hospital for exploration of bilateral breasts with removal of hematoma right breast with capsulectomy and intact implant and removal of ruptured left breast implant. Patient requested possession of her surgically removed breast implants. These implants had been placed originally in 1980.